Event description:
It was reported that the customer experienced a momentary power loss to the vibrator motor, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer could not reset the pump due to a lack of charging supplies. After obtaining the necessary supplies, the customer contacted technical support, which provided guidance on resetting the pump. The malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue reoccurred.